Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged abs-10060r serial number (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 33 ml platelet-poor plasma (ppp), 23 ml rbc, and 5 ml prp. The prp volume within the syringe was recorded as 4.5 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). The complaint describes that the system in question, sn (B)(6), did not separate the blood components. In conclusion, this error could not be replicated. Visual evaluation noted no issues with the device. Manufacturing date 2023-01-30. No problem found. See attached testing investigation memo. Refer to investigation photos. The complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge never separated. This occurred during use, the prp never separated the blood and plasma, it all went into the bag. There were no adverse effects to the patient.